Manufacturer narrative:
(B)(6)

Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample. The patient was in the emergency unit and the initial creatinine result was 37.0 mg/l. The patient was transferred to the nephrology unit where a new sample was collected for further biologic investigation. The result for this sample was 6 mg/l. The physician called the biologist and stated the initial result was probably incorrect because the clinical investigation did not show any kidney disease. On (B)(6) 2016, the biologist repeated the first sample and the result was 6.9 mg/l. The patient was not adversely affected. The reagent lot number was 16061701 with an expiration date of 03/31/2017. The field service representative found black traces on the wash station. He cleaned and adjusted the station and no other incorrect results were reported. A specific root cause could not be identified. The field service representative's actions appeared to have resolved the issue. A general reagent problem could be ruled out as calibration and qc were acceptable.